Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump error 40, and a flashing white display with the insulin pump. The customer reported no adverse events. The event involved product(s) mmt-1886. The customer reported receiving a pump error 40. Troubleshooting was performed, and the customer was not able to clear the error. The customer reported a flashing or solid white screen. The customer confirmed that the screen was not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review, pump error 40 was recorded on twice on (B)(6) 2024 at 10:01:00.000 and at (B)(6) 2024 10:11:00.000. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection corroded motor home switch was noted and moisture damage on electronic assembly was also noted. Unit was received with corroded home switch, broken battery tube threads, cracked case (battery tube), scratched case, cracked case on battery side and minor cracked lcd window. In conclusion, customers concerns of pump error 40 alarm was confirmed. Pump error 40 was due to corroded motor home switch. Unable to confirm flashing white screen dude to open book. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.